Event description:
A surgeon reported that a pt developed endophthalmitis one day following implantation of an intraocular lens (iol). A culture was positive for pseudomonas putida. The pt is still under the care of the retinal specialist. The association between this event and the iol is not known. Additional info has been requested.